Event description:
It was reported to resmed france that an astral device displayed an error code 74 message indicating a software task error. This resulted in an alarm which notified the caregiver of the error message. The device was not in use when the fault occurred, therefore, there was no patient involvement. Reference MFR # 3004604967-2015-00170.